Event description:
It was reported the ez35b was used during a laparoscopic appendectomy. The device was fired and the surgeon had to manually open the instrument by pushing open the black firing trigger. The device was reloaded with an eru35b and after the second firing it would not open. The surgeon had to pull the closed instrument off the tissue to release it. Electrocautery was used to achieve hemostasis for bleeders along the staple line. No butterssing was used. There was no consequence to the pt.